Manufacturer narrative:
A user facility reported, "significant fluctuations in temperature." Customer provided information that this complaint was entered in error and should be deleted. Customer entered incorrectly and did not mean to file. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility reported, "significant fluctuations in temperature." Deroyal industries, inc. Requested return of the device but it has yet to be received. A supplier corrective action request (scar) has been issued to the supplier (B)(4). This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "significant fluctuations in temperature."